Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2011, due to vf. After the automated external defibrillation (AED) therapy, the patient returned to sinus. Interrogation of the device revealed no record of shocks or vf events. The patient had terminal cancer and expired on (B)(6) 2011.